Manufacturer narrative:
H.6. Investigation: one open 31g x 5mm pen needle sample and four photos were returned from lot. No.0224853, cat. No.320129. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related h3 other text : see h.10.

Event description:
It was reported that the pen ndl 31ga 5mm was unable to deliver medication. The following information was provided by the initial reporter: drug didn't come out, so when checking the product, the needle npe was bent.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31ga 5mm was unable to deliver medication. The following information was provided by the initial reporter: drug didn't come out, so when checking the product, the needle npe was bent.